Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that this 21mm valve was explanted from the aortic position after an implant duration of 11 months due to endocarditis leading to aortic pvl. Endocarditis organism identified was streptococcus mitis that the patient contracted on holiday overseas. This valve was implanted due to prosthetic endocarditis of a non-edwards valve implanted 8 months earlier due to enterococcus faecalis right after a nephrectomy. This non-edwards valve was implanted also due to endocarditis of the native valve. At explant of this 21mm valve it was observed that there was infection involving aortic annular around non-coronary sinus and right coronary sinus. The infective tissue was debrided and the annular was washed with normal saline was explanted and another valve same model and size was successfully implanted in replacement. Patient was discharged home on pod+11.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this 21mm valve was explanted from the aortic position after an implant duration of 11 months for unknown reason. A 21mm valve was implanted in replacement. No other information was provided.